Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had a numerous amount of sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead had elevating, high, and undefined pacing impedances. During the revision procedure, the physician cleaned the rv lead pin and inserted it back into the device. When the device was placed back into the patient, noise and oversensing were noted. The rv lead is suspected to be fractured. The rv lead was then capped and replaced. During replacement of the rv lead it was reported that right atrial (ra) lead pulled out. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.